Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer experienced unexplained low and high blood glucose levels ranging from 50 mg/dl to 515 mg/dl. The customer was treated for the high blood glucose with insulin shots. The caller had not yet called their health care provider about the issue. The customer did not troubleshoot the issue. The customer did not return the product back for analysis. The caller stated that they will call back once they had treated the customer's blood glucose levels.